Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was no longer functioning. The patient's wife stated the patient had not used the scs system in six months. A company representative met with the patient and confirmed the patient's ipg was inoperable. Surgical intervention may be taken to address the issue.